Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On september 5, 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had a missing segments issue. The patient indicated that the alleged meter issue started at 10:00 pm. On the day of event in 2009. The patient claimed that 3 hours after the alleged issue began, she developed symptoms of shakiness and couldn't sleep. The patient denied receiving treatment because of the alleged issue. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, and what actions the patient took before and after the symptoms developed. In addition, it would have been helpful to know if the patient attempted to interpret any meter readings with missing segments before and after the symptoms developed, and if so what actions she took in response to obtaining the reading(s). Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.